Event description:
The patient had a telephonic interrogation check at home. Due to the inability to obtain all of the device data, the patient came to the hospital clinic for acute pacemaker interrogation. After several trouble shooting techniques, the clinical nurse educator was not able to acquire telemetry or obtain a magnet rate. Boston scientific tech support was called for futher trouble shooting options. Once all trouble-shooting options were tried, it appeared that the pacemaker battery was completely drained. Per boston scientific recommendations, a generator change should be scheduled asap. The physician was notified of findings and a generator change was done over a week later. There was no harm to the patient.======================manufacturer response for guidant insignia plus pacemaker, insignia plus dr (per site reporter)======================still investigating/analyzing.